Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and manifold assembly were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and oxygen blending manifold. The oxygen blending module board and oxygen blending manifold were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to sensor (u29 and u24) being out of tolerance. The oxygen blending manifold was evaluated and found to operate to design specifications.